Event description:
Us complainant reported the patient was being prepped for an impella implant and upon removing the guidewire from the packaging, the wire bent and kinked in two spots. A new kit was opened and a different wire was used successfully. No patient harm has been reported.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation has been completed. The product was returned, and the guidewire was bent in two places. It was bent near the distal tip and the other end. Due to limited clinical information provided, the root cause could not be determined. D.9 date device returned/information was added. E.4 should have been left blank on the initial manufacturer device report number as it is unknown if the initial reporter also sent the report to the food and drug administration.